Event description:
It was further reported that on (B)(6) 2017 during a clinic visit the patient reported new drainage for the driveline site. Cultures obtained and the patient placed on oral keflex 500 mg. Cultures resulted pseudomonas aeruginosa, corynebacterium amycolatum, diphtheroid and staphylococcus. Infectious disease (ID) recommended cipro, which was refused by spouse. The patient was in the clinic on (B)(6) 2017 and continued to have drainage at driveline site. Cultures taken on (B)(6) 2017, were positive for pseudomonas aeruginosa & diphtheroid. Patient continues to be only on keflex 500 mg, despite ID recommendations. Patient clinic visit on (B)(6) 2017, reported increased bloody drainage. Cultures positive for pseudomonas aeruginosa and diphtheroid. On (B)(6) 2017 patient reported change in urine color and drainage at driveline site. Computerized tomography (CT) chest/abdomen/pelvis reveals no acute abnormalities, no bowel obstruction, bilateral plural effusions improved from last exam, mild body wall edema, no definite evidence of discrete fluid collection/abscess or definite focal inflammatory change along driveline. Discontinued keflex on (B)(6) 2017 and started on IV zosyn. Vancomycin 1000 mg topical (B)(6) 2017 at driveline as needed for wound vac dressing. Wound vac dressing changed to simple dressing on (B)(6) 2017. The patient was seen in the clinic on (B)(6) 2017, due to driveline, purulent malodorous drainage. It was decided to admit the patient for IV antibiotics as spouse does not want to have IV antibiotics given at home. The patient was discharged with spouse to home on (B)(6) 2017 on bactrim. Office visit (B)(6) 2017, patient reports only small amount tannish drainage and changed to cipro 250 mg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted on (B)(6) 2017 for driveline infection with incision and drainage. The patient was discharged home on (B)(6) 2017 on oral antibiotics. The patient was seen in the clinic on (B)(6) 2017 with driveline purulent malodorous drainage, it was decided to admit the patient for intravenous (IV) antibiotics. Driveline site cultures were obtained during the clinic visit. Computerized tomography (CT) of chest and abdomen done on (B)(6) 2017 reveals bilateral pleural effusions, the left is improved since the prior exam. Mild body wall edema noted. Infectious disease continues to follow the patient who remains hospitalized in the acute care transplant unit. The ventricular assist device (vad) remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the CT revealed no definite evidence of a discrete fluid collection/abscess or a definite focal inflammatory change along the driveline. 2d echocardiogram done on (B)(6) 2017 showed normal left ventricle (lv) size, lv systolic function severely reduced, left ejection fraction (lvef ) 20-24%, right ventricle (rv) severely dilated and severely depressed in function. Heparin drip started on (B)(6) 2017 for incision and drainage (I and d) surgery. Coumadin held duringthis time. Wound cultures obtained on (B)(6) 2017 during the I and d operative procedure, revealed pseudomonas aeruginosa (2 types) and diphtheroid, while fungus and acid- fast bacilli (afb) cultures are negative. The patient was discharged home on (B)(6) 2017 on oral antibiotics and wound vacuum-assisted closure (vac) for driveline incisional drainage collection.